Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the top of the reservoir was chipped off and it wouldn't stay in place. Customer stated she was not aware until last night she noticed the top part of it was missing. Customer's blood glucose was 220 mg/dl. Customer was unaware how damage occurred. Customer's blood glucose did go up to 481 mg/dl, treated with manual injection. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.